Event description:
It was reported that a patient had an asystole arrhythmia and the clinical information center (cic) device allegedly did not provide an alarm. Initial ge healthcare device log review indicates that the system was operating as designed and that use error may have been a factor. Ge healthcare's investigation is ongoing. A follow up report will be submitted once the investigation has been completed.